Event description:
Pt reported that the meter was not able to get a reading and kept giving the apply sample message. The test strips worked fine with the back-up meter. This issue was not resolved with troubleshooting. Pt reported that they had noticed that the meter casing had a number of cracks on it. There was no medical intervention or treatment given. No further info has been reported.